Event description:
As reported by the distributor - "during the procedure, the balloon was exploded. The doctor kept the recommended rbp but the balloon was ruptured. Therefore, he unpacked the new same size device and the performance was completed."

Manufacturer narrative:
The catheter involved was evaluated visually and the balloon burst was confirmed. Two catheters with the same specifications were pulled from quarantine and tested for rbp. The labeled rbp is 4.0 atm for these devices. During testing both did not burst until 6.5 and 7.0 atm and they were clean longitudinal bursts. In the incident report it stated that an injector was used. It was unknown as to what pressure the catheter burst. Over pressurization is typically what causes this type of burst. It states in the instructions for use that an inflation device with pressure gauge is recommended to monitor pressure. With an injector you would not be able to monitor the pressure being used on the balloon.